Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized due to diabetic ketoacidosis. Customer stated two hours after lunch his glucose started rising, he had bolus about 7 times and it had dropped from 500 to about 430 mg/dl but then it went back up and was taken to the hospital. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history. The cannula was not bent but one tubing was filled with blood. He also reported that one dome label was missing and the lcd screen has a few scratches but he is able to read the screen. Nothing further reported.